Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed when the reportable malfunction of white contamination in the a/w channel was identified. Additionally, the evaluation found chipped light cover glasses; pitted adhesives on light cover and optical cover glasses; worn distal end adhesive; a hole in a switch button; all device angles, electrical safety test, water flow, and water removal were out of specification (oos); right angle was straining; minor marks found on insertion tube; and delamination of light guide tube. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A service history review revealed the device was repaired in 2020 for a/w channel not blowing, however, there was no indication that the parts replaced or service performed could have caused or contributed to the reported issue. The event can be detected by following the instructions for use in the following chapters: chapter 3 preparation and inspection. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had an aspiration problem. The device was returned and during the device evaluation the following reportable malfunction was found: white contamination evident in the air and water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.